Manufacturer narrative:
Batch review performed on 18-august-2020: lot 103244: (B)(4) items manufactured and released on 23-nov-2010. Expiration date: 31-10-2015. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional device involved: batch review performed on 18-august-2020: gmk-primary 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 103290: (B)(4) items manufactured and released on 19-nov-2010. Expiration date: 31.10.2015. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in after 9 years and 2 months form the primary surgery for a post-op appointment. X-rays indicated a loose femoral component and tibial tray. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully.